Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked lcd window, cracked reservoir tube and broken battery tube threads. The pump was received with partial display due to corroded lcd board.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported cracks on the pump display. The insulin pump will be returned for analysis.